Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 508 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer sensor glucose value was 48 mg/dl. Customer stated that reports 4 sensors failing on her 2 failed last night. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.